Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
Note: this report pertains to the third of three resolution 360 clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed. A third resolution 360 clip used; however, the same problem happened. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.